Event description:
Patient had the zenith endovascular graft placed in 2003. Completion angiogram demonstrated patency of both renal arteries without appreciable compromise. The graft was placed as close to the renals as possible because of a very diseased aortic neck. During the post operative visit two weeks later, the patient reported back and leg pain, with fatigue experienced with short distance walking. Pt was admitted to the hospital. The suspicion of an occluded right renal artery was confirmed. Patient was taken to the or the next day, with initial angiogram showing a wisp of a right renal but subsequent angiograms showed no right renal presence. The right renal was accessed and another manufacturer's stent was placed regaining patency of the renal artery. Completion angiogram showed excellent flow and perfusion of the right kidney with good nephrogram. In addition, the iliac leg graft initially placed on the ipsilateral side, was literally narrowed at that location. The graft in the right common iliac appeared to have kinked due to the significant angle in the iliac. The junction zone of the right limb of the graft was dilated with a balloon catheter and a nitinol stent was placed to better hold open the orifice of the constricted in its junction with the ipsilateral limb of the main body graft. Completion ivus demonstrated an oviod orifice, partially constructed, but 70-80% full size. Patient doing well.